Manufacturer narrative:
D9: device is not available for testing. No samples were received for analysis of this complaint. The device history record of reported lot number 6005512 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the patient received blinatumomab ordered at 0.6ml/hr for 168 hours (total prescribed volume 100.8ml) had full bag (including overfill) infuse in 158 hours (110ml). Per reporter, this triggered the air in line alarm and upon review of the infusion bag, the contents were empty. Per reporter, pump flow accuracy: 0.8% completed on internal testing. Per reporter, increased monitoring via hospitalization and medical intervention was required.